Event description:
The consumer reported that their expert results power toothbrush shaft detached during brushing. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
The event date is approximate. Customer contact mailing address and phone number were not provided.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.